Event description:
It was reported that the patient was seen at the hospital due to an inappropriate shock delivered in the primary sensing vector involving this device. Artifacts were reproduced during patient maneuvers/manipulation. A possible sense b node issue was suspected. A review of the device data was required. Additional information noted that the patient received another inappropriate. No adverse patient effects were reported. This device remains implanted.

Event description:
It was reported that the patient was seen at the hospital due to an inappropriate shock delivered in the primary sensing vector involving this device. Artifacts were reproduced during patient maneuvers/manipulation in the secondary sensing vector. A possible sense b node issue was suspected. A review of the device data was required. Additional information noted that the patient received another inappropriate shock. A review of the device data by technical services (ts) noted that the device was reprogrammed to the secondary sensing vector to avoid any further noise/oversensing. It was not possible to determine the root cause of the reported observations based on the data provided. No adverse patient effects were reported. This device remains implanted.